Manufacturer narrative:
Manufacturing entity: stryker spine-(B)(4). Catalog# 48551000, lot# jbp. Date of implant: (B)(6) 2015; date of explant: (B)(6) 2015. PMA/510k # : k032394. Method: visual inspection; device history review; complaint history review; risk assessment. Results: the returned device was confirmed via the xray to have a blocker that backed out of the polyaxial screw head. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the likely root cause is not determined due to lack of details available.

Event description:
It is reported that; oasys set screws popped out of c1 screws.

Event description:
It is reported that; oasys set screws popped out of c1 screws.